Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications and functions. Based on the results of the investigations, the adhesion/clogging of the foreign material at the distal end was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). No further information could be obtained. It was confirmed that the section of the device with the foreign material residue had no deformation. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to damage to the lever mount the forceps control lever did not move smoothly; the air/water cylinder had no color; the grip was deformed; the forceps channel port had a dent; the switch box had discoloration; the right/left knob had discoloration; due to the wear of the angle wire the play of the up/down knob was out of the standard value; the adhesive around the light guide lens had a crack, and the suction cylinder had no color the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited that the distal end had foreign material. There were no reports of patient involvement.